Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1-2 + in the right eye (od) at the 3-day post-operative exam. A brief description from the surgery center indicated that under the slit light exam, there was 1-2+ diffuse peripheral observed with central inflammatory cells/haze on the od only. The patient¿s comments were that distance visual acuity is blurry and near vision is good. The patient is adapting to monovision. Topical steroid dosage was increased to resolve symptoms. At a 6-day post-op, the slit lamp exam revealed abnormal epithelial staining with underlying opacity/haze. No dlk/inflammation present. A/c quiet with no cells/flare. Conj quiet. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 2.50 x -.25 x 142, left eye pre-op 20/20 2.50 x .00 x 90. Uncorrected distance visual acuity (udva) from (B)(6) 2018: right eye post-op 20/40, left eye post-op 20/150 j1+monovision.